Manufacturer narrative:
Additional information: h3, h6, h11. H11: the actual device was received for evaluation. During functional testing, the keypad issue was reproduced. While wifi protocol testing was performed, it was noted that the key ¿1¿ was not responding intermittently. The device was checked with known good components and found that the front panel was not working. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition could not be determined. The front panel was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿1¿ key of a novum iq large volume pump was not responding intermittently, and it was found that the front panel was not working. This issue was observed while performing a wi-fi protocol test. There was no patient involvement. No additional information is available.